Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead the patient experienced phrenic nerve stimulation. The lv lead was implanted and voltage was decreased. Evaluation performed on the following day revealed phrenic nerve stimulation still present. The physician decided to program the lv lead off, and evaluate the patient at a later time during follow up check. No patient complications have been reported as a result of this event. The patient is a participant in the post approval network cardiovascular group clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was seen for follow up check and it was noted that phrenic nerve stimulation still present. Physician decided the lv lead to remain deactivated. Patient to be seen again in approximately three months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.